Event description:
In 2008, during a follow up call on an unrelated report, the home patient's nurse reported the following: approx three months prior, this patient was at home, felt a leak and noticed the transfer set fell off of the catheter. This transfer set was placed on 06/02/08. The patient was treated with 2 grams of vancomycin intraperitoneal (ip) and had the transfer set changed. There were no signs or symptoms of infection at that time. On the same day, culture results came back and showed methycillin resistant staph aerus, but the patient did not develop peritonitis. Two grams of vancomycin were administered prophylactically once a week for the following three weeks. A second culture was sent in six days later, to rule out contaminant sample after one dose of antibiotic and this culture was negative. A repeat culture was done one week after the last dose of antibiotic and the results were negative. The patient is fine now and has had no other complications. The sample was discarded, per the nurse. Peritoneal dialysis therapy continued without incident.

Manufacturer narrative:
Sample unavailable, per the customer.